Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 9611594-2022-00100 for the first report. The guide of the new catheter was tested before placing it and no problem was encountered; however, once the catheter was in place and the guide was removed a crack was noted, that was reportedly inside the patient. The newly placed tube was removed; there was no report of injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 30151280 was reviewed and the product was produced according to product specifications. Root cause could not be determined. All information reasonably known as of 18 jul 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.